Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed mild stridor. The target nodule was 1.7 centimeters in size and located in the right lower lobe posterior segment. The mild stridor did not cause any adverse hemodynamic effects. The patient was given decadron and nebulizer treatments, observed in the hospital for 3 nights, and then sent home. The physician believed the cause of the stridor was not ion-related and was attributed to intubation/ endotracheal tube. There was no device malfunction associated with the event. According to the physician, the patient was at home and stable.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. The review revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.